Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 406 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump was exposed to MRI. The insulin pump unable to complete the rewind process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase.